Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected vitros amon quality control results were obtained from a vitros control fluid using vitros amon slides on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument event related to micro slide incubator contamination. An ortho clinical diagnostics field engineer (ortho fe) performed an incubator decontamination procedure including cleaning/replacing the micro slide incubator evaporation caps and slots to return the instrument to expected operation. Following this activity, acceptable vitros amon performance was observed.

Event description:
The customer observed non-reproducible, lower than expected vitros amon quality control results from a vitros control fluid using vitros amon slides on a vitros 5600 integrated system. Gen 14: level 2 amon result: 111.4 and 140.45 umol/l vs. Expected 182.2 umol/l. Gen 15: level 2 amon result: 138.35 umol/l vs. Expected 176.9 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm. (B)(4).